Manufacturer narrative:
Of the 26 allegations of a malfunction, 63 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture ingress. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 26</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-74 years of age and between 135 and 250 pounds. Of the reported patients, 14 were male, 12 were female, and 0 were unknown.